Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the replacement procedure, the pacemaker rate dropped to 30 beats per minute and then intermittent loss of output was observed. The device was explanted and replaced. The patient condition was excellent.